Manufacturer narrative:
Device is not being returned, therefore no evaluation could be performed.

Event description:
Sales rep reported that a surgeon implanted a calaxo screw on a pt who developed a bump on the tibia. The pt returned to surgery fifteen days later for arthroscopy and removal of protruding portion of the screw. It was confirmed that the surgeon used a bone-to-bone graft and a 12x35mm screw.